Event description:
The patient was tubed in order to perform an MRI. The procedure usually lasts two to three hours and the patient felt pain and discomfort which was followed with a bald spot on the top of the head. As in hair cell production rest. The 16 channel brain-spine neurovascular array coil was used.